Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. The reporter claimed the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the battery compartment was cracked. Corrosion was observed in the battery compartment. The pump's black box showed unusual fluctuation of voltage on (B)(6) 2016. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. The pump failed a leak test as a result of the battery compartment crack.

Manufacturer narrative:
(B)(4).